Event description:
Olympus (osh) was informed that during reprocessing the customer endoscope reprocessor machine was being used with a non-designated cleaning solution, ¿when rinsed with enzyme solution, the foam is small¿ (less than usual). No death, injury or harm was reported to olympus.

Manufacturer narrative:
The subject machine has been repaired once in the past year, to replace the filter. The field service engineer confirmed the user facility the enzyme solution was used during reprocessing procedure and the cleaning solution does not foam as much as normal. The investigation is ongoing, however, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, industrial disinfectant was used, rather than olympus designated alcohol. The definitive root cause of the small foam was failure to follow the instructions for use. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "3.5 inspecting the remaining quantity of detergent, and preparation: warning: always use the olympus-designated detergent. If a non-designated detergent is used, the endoscope may not be properly cleaned or the predetermined sterilization effect may not be achieved.¿ olympus will continue to monitor field performance for this device.